Event description:
It was reported to boston scientific corporation that an endostat iii electrosurgical unit was used during a colonoscopy procedure performed on (B)(6) 2012. According to the complainant, the user was unable to achieve energy delivery in the monopolar "coag" mode at 20w. All accessory devices (including the foot switch) were replaced one at a time, but this did not resolve the issue. Therefore, the procedure was completed using a different endostat iii and the replacement accessory devices. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) for the reported event: generator failed to deliver energy. Visual evaluation of the returned device found some minor scratches on the cover; otherwise, the unit appeared to be in good physical condition. All knobs and switches functioned properly. During electrical evaluation, all internal connections were checked and wires were manipulated during energy delivery, but no issues were found. The unit passed the endostat iii return evaluation procedure and met all specifications. The condition of the returned device was not consistent with the complaint that the generator failed to deliver energy; the complaint was not confirmed. The device showed neither evidence of the alleged issue nor any defect which could have contributed to the event. A review of the device history record (DHR) was performed; no anomalies were noted.